Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided anti-tachycardia pacing (atp) and shocks due to suspected atrial driven rhythm with rapid ventricular response (rvr). Therapy did not convert the rhythm. This ICD remains in service. No additional adverse patient effects were reported.